Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a cracked end cap. The insulin pump had a missing end cap sticker, a cracked case at a display window corner, minor scratches on the display window, cracked battery tube threads, a broken reservoir tube lip, missing reservoir tube seal and a cracked reservoir tube window.

Event description:
The customer reported via phone call that when she primed her infusion sets, she would experience drops before the insulin pump registered them. The customer's blood glucose was unknown. The customer reported that insulin was squirting out during the prime process. The customer was instructed to attach a new infusion set and reservoir to restart the priming process. The customer was advised to discontinue use of the insulin pump. During troubleshooting, the customer stated that the drive support cap appeared normal. The customer was advised that the force sensor did not detect the reservoir during the seating process. The customer was advised that their insulin pump needed to be replaced. The customer was advised to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.